Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose however, a specific value was not provided. The high blood glucose (bg) occurred due to turning off the pump. Customer administered manual injections to address bg level. Reportedly the customer continued to use the pump for insulin therapy.